Event description:
Allegedly patient suffered pain, lack of mobility, loosening and metal poisoning requiring revision surgery.

Manufacturer narrative:
Product not returned. No information was provided regarding the user facility or the event.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.